Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error 45639. Found during testing, and there was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported event was confirmed. It was found that the main board failed. Additionally, it was found that the downstream occlusion seal was degraded, and the air sensor was not working. The mainboard, air sensor, downstream occlusion seal, and motor was replaced.